Event description:
On (B)(6) 2014, the lay user/ reporter contacted lifescan (lfs) alleging a onetouch ultra2 meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2014 at 3:11am, a reading of ¿82mg/dl¿ was obtained on the lfs meter and ¿22mg/dl¿ was obtained on an emergency medical services (ems) meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The reporter stated the patient made no changes to his usual diabetes management routine on the day of the alleged issue. The reporter stated the patient did not have any symptoms on the day of the alleged issue. The reporter stated on (B)(6) 2014 at 3:09am a reading of ¿22mg/dl¿ was obtained and the patient was given IV glucose from ems. It is unknown if the patient was treated in the emergency room. At the time of troubleshooting the cca confirmed the patient¿s test strips were in good condition and the meter was in a correct unit of measurement at the time of testing. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims, due to the alleged issue a severely low blood glucose reading was obtained by a healthcare professional and the patient required treatment from a healthcare professional for hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (08/28/2014). The lay user/patient¿s meter has been returned on 08/22/2014 and evaluated by lifescan product analysis on 08/26/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (09/12/2014). The lay user/patient¿s test strips have been returned on 09/09/2014 and evaluated by lifescan product analysis on 09/10/2014 with the following findings: the test strips involved in this case have passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.